Event description:
Customer reported a cracked and shattered touchscreen, which rendered the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) in the meantime.